Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvicarea, right side/pelvic pain') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), vessel puncture site haematoma ("hit a blood vessel during the procedure and developed a hematoma on the left abdominal wall") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the endometriosis, anxiety, fatigue, weight increased and alopecia outcome was unknown and the vessel puncture site haematoma had not resolved. The reporter considered abdominal pain, alopecia, anxiety, dysmenorrhoea, endometriosis, fatigue, pelvic pain, vessel puncture site haematoma and weight increased to be related to essure. The reporter commented: this time 3 coils were seen within the uterine cavity. , discrepancy on date of removal :(B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: this reveals an anterior uterus measuring 89.1 mm sagittally x 41.5 mm ap and 48.2 mm transverse. The endometrial echo measures 35.1 mm sagittally x 12.4 mm ap and 25.2 mm transverse. Both essure devices are visualized. The patient's right ovary measures 28.3 x. 18.0 mm. The left ovary measures 18.7 x 8.6 nun. The images are available in the chart for review.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event abdominal pain was added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic area, right side') in a female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vessel puncture site haematoma ("hit a blood vessel during the procedure and developed a hematoma on the left abdominal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the endometriosis, anxiety, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the vessel puncture site haematoma had not resolved. The reporter considered alopecia, anxiety, dysmenorrhoea, endometriosis, fatigue, pelvic pain, vessel puncture site haematoma and weight increased to be related to essure. The reporter commented: this time 3 coils were seen within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: this reveals an anterior uterus measuring 89.1 mm sagittally x 41.5 mm ap and 48.2 mm transverse. The endometrial echo measures 35.1 mm sagittally x 12.4 mm ap and 25.2 mm transverse. Both essure devices are visualized. The patient's right ovary measures 28.3 x. 18.0 mm. The left ovary measures 18.7 x 8.6 nun. The images are available in the chart for review. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of ptc (product technical complaints). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvicarea, right side') in a female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and vessel puncture site haematoma ("hit a blood vessel during the procedure and developed a hematoma on the left abdominal wall") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain was resolving, the endometriosis, anxiety, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown and the vessel puncture site haematoma had not resolved. The reporter considered alopecia, anxiety, dysmenorrhoea, endometriosis, fatigue, pelvic pain, vessel puncture site haematoma and weight increased to be related to essure. The reporter commented: this time 3 coils were seen within the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: this reveals an anterior. Uterus measuring 89.1 mm sagittally x 41.5 mm ap and 48.2 mm transverse. The endometrial echo measures 35.1 mm sagittally x 12.4 mm ap and 25.2 mm transverse. Both essure devices are visualized. The patient's right ovary measures 28.3 x. 18.0 mm. The left ovary measures 18.7 x 8.6 nun. The images are available in the chart for review. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: pfs and mr received. Reporters information updated. Lot number added. Event: anxiety, endometriosis, dysmenorrhea (cramping), pain: pelvic, fatigue, weight gain, hair loss, hematoma were added. Medical history and lab data were added.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvicarea, right side/pelvic pain') in an adult female patient who had essure (batch no. B34602) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic adhesions. Concurrent conditions included menorrhagia. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue/fatigue"), alopecia ("hair loss/hair loss"), vessel puncture site haematoma ("hit a blood vessel during the procedure and developed a hematoma on the left abdominal wall"), abdominal pain ("abdominal pain"), back pain ("back pain") and scoliosis ("scoliosis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and back pain had resolved, the endometriosis, anxiety, fatigue, weight increased, alopecia and scoliosis outcome was unknown and the vessel puncture site haematoma had not resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, dysmenorrhoea, endometriosis, fatigue, pelvic pain, scoliosis, vessel puncture site haematoma and weight increased to be related to essure. The reporter commented: this time 3 coils were seen within the uterine cavity. , discrepancy on date of removal : (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: this reveals an anterior uterus measuring 89.1 mm sagittally x 41.5 mm ap and 48.2 mm transverse. The endometrial echo measures 35.1 mm sagittally x 12.4 mm ap and 25.2 mm transverse. Both essure devices are visualized. The patient's right ovary measures 28.3 x. 18.0 mm. The left ovary measures 18.7 x 8.6 nun. The images are available in the chart for review. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: plaintiff fact sheet was received. Event added from pfs- back pain, scoliosis. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.